Manufacturer narrative:
The elecsys hbsag ii and elecsys anti-hbs ii reagent lot numbers and expiration dates were not provided. Qc for elecsys hbsag ii level 1 was out of range after the event. Qc for elecsys anti-hbs ii for level 2 was out of range after the event. The investigation determined that the root cause was an operator handling error (the incubator cover was not correctly positioned during cleaning).

Event description:
There was an allegation of questionable reactive elecsys hbsag ii and elecsys anti-hbs ii results for several patient samples tested on the cobas e 801 analytical unit. The initial results were reactive and low positives. The field service engineer (fse) observed that the sipper syringe and other syringes were cloudy. The fse performed decontamination of procell lines, sample probes, and reagent probes, and cleaned the water tanks. The fse determined that the incubator cover was not closing properly and was obstructed by wiring behind the detection unit, causing the reagent probe to scrape against the cover while dispensing reagent into the cups. The fse cleaned the incubator and cover, and rerouted the wiring behind the detection unit. For verification, the fse completed calibration and qc, and both passed. The repeat results were negative.